Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was an insulation failure that caused a burn to surgeon. The problem was noticed prior to use. The incident sample is not available for evaluation.